Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be determined, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient ultimately expired on (B)(6) 2021 following a covid infection (refer to MFR # 2916596-2021-00820). Heartmate 3 lvas, serial number (B)(6), would reportedly not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate 3 lvas instructions for use (IFU) lists right heart failure, local infection, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. This document also outlines indications of right heart failure as well as possible treatments. The IFU, as well as the heartmate3 lvas patient handbook, also provides information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported patient had acute increasing instability after surgery and catecholamines for 23 days on inotropes from (B)(6) 2020 to (B)(6) 2020 obligatory. Patient had right heart failure on (B)(6) 2020. Echocardiogram result in right ventricle ejection fraction (rvef) of 25% when transferred to the hospital. The right ventricle function was moderately limited. Patient had to be hospitalized, undergo changes in medication, inotropes, and be controlled for fluid intake and fluid excretion.